Event description:
A healthcare provider reported that the patient had their implantable neurostimulator (ins) removed the week prior to the report. It was unknown if the removal was specifically due to the need for an MRI or not. There were no patient symptoms reported. The patient was implanted for failed back syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.